Event description:
A pt (age and gender unknown) underwent a therapeutic ercp for treatment. During the proceudre, the wire on ultratome xl broke. The procedure was successfully completed with another device. There was no report of death, serious injury or mistreatment associated with this event.